Manufacturer narrative:
Update: section b5: describe event or problem was updated to only reflect the nonreactive alinity I cmv igm results that were inpacted by the issue addressed in rcr number 3002809144-09/18/19-008-c. Note: please refer to mrn 3002809144-2020-00803 for the false reactive alinity I cmv igm results generated on alinity ai03909 processing module along with the investigational findings. Update: section h6: event problem and evaluation codes: device code was changed from 1383 to 1535 and 2458. Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: 1) inspect the part for cracks prior to installation 2) continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed false non-reactive alinity I cmv igm results on several patient. The one example results provided were: initial cmv igm result=0.44 index (<0.85 index=nonreactive) /repeated=3.94 index (>or =1.00 index=reactive)/redraw and repeated=3.53 index(reactive). After inspection of the instrument, the field service representative noted that the trigger level sensor was cracked, which was replaced, and replacement resolved the issue. There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier = sid= (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant alinity I cmv igm results on several patient. The one example results provided were: initial cmv igm result=0.44 index (<0.85 index=nonreactive)/repeated=3.94 index (>or =1.00 index=reactive)/redraw and repeated=3.53 index(reactive). The customer states few other sids (B)(6) reported false reactive cmv igm results. There were no false reactive results provided by customer for above sids. There was no reported impact to patient management.